Event description:
The customer reported the ventilator would not start up and the power led indicator was blinking with ac power connected. The customer reported the device was not in use; therefore, there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported power from the power supply to the power management pcb board was good. Pse advised the biomedical engineer evaluate the power management pcb board and motor controller pcb board for replacement. The biomedical engineer reported the power management pcb board and motor controller pcb board was replaced and the problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.